Event description:
It was reported that the patient experienced numbness in their right arm and leg. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated. D6b is unknown. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.